Event description:
It was reported that the attachment overheated during a dental procedure and caused a 1 cm burn on the patient's left lower lip. The burn was irrigated with cool saline solution, and the patient was treated with moist gauze packed in the site. Additional treatment included bacitracin to the lip, and the patient was scheduled to see the doctor in an already planned follow-up appointment two days later. The originally planned procedure was completed with no other complications.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, corrosion and debris in the attachment likely caused the failure. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter and build in the attachment. Once enough corrosion and debris builds up in the attachment it may cause the device to not work properly or can physically bind up the attachment.